Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was not confirmed; however per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to recycle the hc and se 2367 occurred. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2011. The nurse stated the patient reported the event, but she didn't understand what the patient did. Baxter advised the nurse of the report and the nurse stated she would pass that information to the rest of the unit. No patient injury or medical intervention was reported.